Event description:
As reported per the edwards clinical specialist (cs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure, after the sapien valve was implanted successfully, there was mild to moderate paravalvular leak (pvl), and a second dilation was preformed. After the second dilation, it was noted the pressure did not return and bypass was initiated while CPR was preformed. It was discovered via tee that there was a tear in the p3 segment of the posterior mitral valve leaflet. It was decided to convert to surgery, explant the 26mm sapien valve, repair the damage, and then replace with surgical valves. When the valve was removed, it was noted that the aortic valve was in good condition and not the problem. It was thought that there might have been an annular rupture that affected both valves but the only damage was to the p3 segment of the posterior mitral valve leaflet. It is not known, if the damage occurred due to the post dilatation from the CPR or both. Additional information provided indicates that the cs was able to speak to the physician and the patient status is improving. The entire physician team (surgeons and interventional cardiologist) are still unsure of the cause of the p3 mitral leaflet injury. The aortic annulus was visualized by the surgeon during the surgical avr and it looked fine and no annular rupture was present. The p3 mitral leaflet is on the posterior side which is the furthest side from the aortic annulus. During the post-dilation, the physician positioned the balloon more ventricular, so that there would not be any flaring of the valve and there was discussion on whether the balloon inflated against the papillary muscles though this is not confirmed. There was no noted entanglement of the mitral structures (chordae etc) with the delivery system. The patient did have slow blood pressure recovery after the bav. The recovery time after valve positioning and then valve deployment became progressively slower, so the occurrence of hypotension after valve deployment was thought to be due to patient factors such as underlying heart disease. It was noted that the patient had a history of a totally occluded rca and relied on native collateral circulation.

Manufacturer narrative:
The device was not evaluated, as it was not returned. It was indicated that "no device was thought to cause the problem" per the instructions for use, hypotension is a potential adverse event associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. Hypotension is extremely common during valve implant procedures and has multiple potential etiologies, including the effects of anesthesia and rapid ventricular pacing, and is required during bav and subsequent valve deployment. In general, the most common etiologies for hypotension are dehydration, moderate to severe bleeding, severe organ inflammation, underlying heart disease, pulmonary embolism, abnormal heart rhythms, and certain medications (i.e. Betablockers, calcium channel blockers, ace inhibitors). In this case, the root cause of the reported events cannot be confirmed; however, in addition to the procedure itself, patient factors (underlying heart disease, occluded rca, severe native valve / leaflet calcification) may have caused or contributed to the events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.